Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was 160mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and retuned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact however; the insulin pump was tested with a test battery cap and powered on properly. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end the cap sticker.